Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, g3, g6, h2, h6, and h10. Customer provided information for reprocessing of the device. Reprocessing of devices is performed following the instruction for use of the olympus automatic endoscopy reprocessor. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. The foreign material found in the device may be cleaning fiber residue or material left from previous use after reprocessing. Some reprocessing steps necessary with the olympus automatic endoscopy reprocessor oer-5 for main washing in the basin were omitted. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was not soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Intended procedure for the customer reported event was therapeutic endoscopic retrograde cholangiopancreatography (ercp) which was completed. There was no impact on patient because the failed device was replaced with another similar device prior to the case. However, there was a delay to the start of the procedure for added preparation time. At the facility, devices are inspected prior to procedures.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Full name of the facility (B)(6). The device is returned, and an evaluation was completed for it. Upon inspection and testing, it was observed that that there is presence of foreign object in the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: ue to wear of angle wire, play of up/down knob does not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip; forceps elevator coil (k-wire) has a cut; forceps channel port is shaved; electrical connector has discoloration due to water leakage; adhesive around light guide (lg) lens is peeled; and distal end cover (c-cover), scope connector, protector of universal cord, scope cover, switch box, universal cord, grip, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit have a scratch. User¿s complaint of air/water flow issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of air/water flow issue. There is no reported harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there is presence of foreign object in the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of the presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.